Event description:
It was reported that during a da vinci s prostatectomy procedure the maryland bipolar forceps instrument was broken. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering conducted performance tests and found the instrument moved intuitively with a full range of motion. Electrical continuity passed and the conductor wires are not damaged at the wrist or at the back end of the instrument. Engineering also observed that the distal end of the main tube has a 1.5 inch long section with light material removal on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.